Event description:
Two staff experienced skin and mucous irritation believed to be associated with a new disposable gown used for infectious isolation. Employees worn gowns for most of their 8 hour shifts after which they experienced their reaction. Both assessed at occupational medical services. Staff provided alternative gowns to wear for caring for patients on isolation.